Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient was referred for vns explantation surgery. Follow up with the surgeon's office revealed that the main reason for explantation was that the patient's parents did not feel that the vns was helping with the patient's seizures. It was also noted that there was a wound on the incision site that had never healed properly. It was reported that it was treated with antibiotics, but redness and swelling were still present. It was stated that the neurologist was in agreement with the patient's parents that the vns did not improve the patient's seizures. Follow up with the company representative revealed that the surgeon stated that there was a local infection at the implant site. The surgeon informed the patient's parents that the infection could be treated with antibiotics, but they elected to explant due to the lack of efficacy. It was stated that there had been no decrease in seizures since the implantation surgery. Diagnostics were within normal limits and the patient was programmed to manufacturer-defined therapeutic levels. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. The patient underwent full vns explantation surgery. No additional relevant information has been received to date.